Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 05-aug-2021 for a procedure on (B)(6) 2021 on system (B)(4). It was confirmed that the system was not docked at the time of the initial trocar insertion. It was reported that the da vinci-assisted incisional hernia procedure completed as planned robotically. While communication and sensor entries were noted, there were no observed events in the system logs that would suggest a product issue during the recorded 155 minute procedure and logged events are in line with normal system functionality. A review of the instrument logs was also performed. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. There was no allegation or evidence of a product failure that would be classified as a malfunction or evidence that an isi device malfunctioned. The surgeon said that there was ¿no issue with the robot¿ or any da vinci product, including the trocar or obturator. Site history research found no additional complaint related to this event or for this product. Log review was conducted and found no related faults as the system was not docked at the time of the initial trocar insertion. It was confirmed that the accessories are not available for further analysis and log review for accessories are unobtainable as they are not recorded in the logs. Additionally, typically, insertion of a trocar (accessories that can be used in da vinci-assisted surgical procedures) is solely in the control of the surgeon. Trocar insertion is not unique to the da vinci system. Any trocar issue prior to connecting the da vinci system would be the sole responsibility of the surgeon. However, the described event meets the criteria of a reportable adverse event. It was alleged that a patient sustained a trocar injury to the small bowel and mesentery tissue with use of da vinci accessories during a da vinci-assisted surgical procedure for which intra-operative suture repair was required to resolve. Since the da vinci accessories are not available for further analysis, the contribution of the accessory to the adverse event cannot be determined. At this time, the root cause of the reported issue is unknown.

Event description:
It was initially reported that prior to a da vinci-assisted incisional hernia procedure, before the robot was docked, the patient¿s bowel was injured as the surgeon ¿put one of the trocars through a loop of bowel and needed to fix that¿. The surgeon needed to sew the injury. Patient's bowel was injured. The procedure was completed with no reported injury. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event. Information was obtained form the isi clinical sales representative (csr), who was present for the procedure and who had also communicated directly with the surgeon. During a da vinci-assisted incisional hernia procedure, before the system was docked, the surgeon used an isi 8mm optiview bladeless trocar pn: 470359 and an isi obturator pn: 470002, with a 5mm stryker scope, for ¿the first entry into the abdomen¿. All ports were placed and the system was docked. The procedure started and the surgeon observed a small amount of bleeding, and then more bleeding. The surgeon ¿realized that the trocar went through a piece of a small bowel loop and some mesentery tissue¿ upon the initial trocar insertion. The bleeding was allegedly coming from mesentery tissue and was ¿less than 500 ml¿ with no transfusion required. The surgeon was able to intra-operatively suture repair the small bowel and mesentery injury to resolve the issue and stop the bleeding. The surgical procedure completed as planned robotically with no adverse impact or harm to the patient. The patient was reported as doing very well post-operatively. Neither the trocar nor the obturator involved in the event are available for return to isi for analysis.